Manufacturer narrative:
(B)(4). Investigation is being updated: the device was returned and evaluated by cardinal health. The investigation confirmed the failure and revealed that button #1 had been fully depressed, but the sled subassembly was stuck within the handle housing. Subsequent to disassembling the handle housing, it was observed that one of the frame snap-fit tabs was not properly engaged and came into contact with the inside wall of the housing, preventing movement of the sled subassembly. The locking feature was snapped back into its proper position and the prong was able to fully engage. The sled subassembly was assembled into the handle housing and the subassembly moved freely and performed as intended. The review of the lot history record (f1524002) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Additionally, it was reported that a mynx device which had an expiration date of 4/08/2016 was used on (B)(6) 2016. The safety and effectiveness of mynx is dependent on using the device within the allotted shelf life. Based on the provided information and the investigation performed, the root cause for the reported event was due to the snap fit locking feature not properly engaging, which prevented the sled assembly from sliding forward. The issue is being further investigated through CAPA. Should additional relevant information become available, a supplemental medwatch report will be filed.

Manufacturer narrative:
Investigation is still in progress, a supplemental report will be issued with the results of the evaluation.

Event description:
It was reported that a mynx ace 5f/6f/7f vascular closure device's peg (sealant) failed to deploy. Pressure was applied for 20 minutes to achieve hemostasis. The stick location, sheath size, and vessel size were all unknown. The user did shuttle down completely. The user shuttled down completely and did not apply unusual force during shuttle down nor while retracting the shuttle. It is unknown if significant resistance was felt when shuttling down. There was no unusual force applied when retracting the sheath. The patient was noted to have recovered and hospitalization was not extended.